Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported there was a record of intermittent impedances out of range on this contact in the patient¿s medical history. The cause of the low impedances wasn¿t determined, and no actions were taken. The patient¿s neurologist was notified to potentially reconfigure therapy with no surgical actions planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: activa; product ID: 3389s-40 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator. It was reported that there was a low impedance issue on the left stn contact 0-1 bipolar configuration of a deep brain stimulation implantable pulse generator (ipg). The patient did not receive therapy on the affected contact. A battery replacement was performed as a surgical intervention, but it did not resolve the low impedance issue. Impedances remained low, and no further interventions were taken. No patient complications have been reported as a result of this event.